Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, externalized conductors were observed. No electrical anomalies were detected. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states the lead was capped and replaced. The patient condition was unchanged.